Event description:
It was reported that the patient was implanted in 2007. In 2008, the surgeon decided to modify his skin flap because his super strong magnet holding the coil in place was not strong enough. The problem was not solved, and the surgeon decided to repeat the procedure in three months later. During the surgery, the reference electrode was damaged and a new device was implanted in its place.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.